Event description:
The account alleged the emergency trendelenburg function was not operating. No injury reported.

Manufacturer narrative:
The account would trouble shoot the bed and did not want any follow up. No further info is available on the repair of the bed at this time.